Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: c6-c7 stenosis and cervical radiculopathy and c5-c6 nonunion. The patient underwent the following procedures: c5-c6 and c6-c7 anterior cervical diskectomy and fusion with machine allograft interbody spacers, anterior instrumentation, left c5-c6 foraminotomy. As per op-notes, a 7-mm lordotic machine allograft cortical interbody spacer was filled with quarter inch sponge of bmp and impacted in the disk space, achieving a good fit. Once the neural elements were well decompressed, an 8-mm lordotic machine allograft cortical interbody spacer was filled with quarter inch sponge of bmp and impacted in the disk space, achieving a good fit. Discharge date: (B)(6) 2012.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.